Event description:
It was reported that t:slim x2 pump battery would not charge and pump displayed power source alert around time issue began. There was no reported adverse impact to the customer¿s blood glucose level. Customer changed charging supplies, after which pump began charging without shutdown or loss of function, no further assistance was required, and pump was planned for replacement due to damage to usb port.